Manufacturer narrative:
Visual analysis was performed on the returned product. The reported separation of the dc pod which may have contributed to deployment failure was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the reported information and evaluation of the returned unit, the deployment failure may be the result of the separated distal shaft/dc pod. Although a definitive cause for the separation could not be determined, it may be possible that the distal shaft of the delivery catheter was restricted or entrapped within the calcified and tortuous anatomy, and during positioning, the separation occurred resulting in deployment failure; however, this could not be confirmed. The pod material was pinched in multiple locations, throughout its entire length distal to the marker further suggest that the pod may have been restricted within the calcified lesion causing the damage. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code- 1069 removed.

Event description:
Subsequent to the initially report, returned device analysis identified that the dc pod was separated in two pieces but the separated portion remained on the bare wire. The account confirmed the separation. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery, with mild calcification, moderate tortuosity and 80% stenosis. The emboshield nav6 embolic protection system (eps) was not able to be released from the delivery system and the tip of the delivery catheter was noted separated but still on the barewire. A guide catheter was used to retrieve the filter and delivery system as a single unit. There was not resistance during removal. Another emboshield nav6 was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.